Event description:
It was reported that when the nurse entered the room due to an o2 saturation alarm was activated, the ventilator was in standby mode. The patient desaturated to 73% but recovered once ventilation resumed. Final patient outcome was no injury. (B)(4).

Manufacturer narrative:
No service has been requested by the healthcare facility. Ventilator logs were downloaded and provided. Evaluation of the received event log found log posts for a normal standby; standby button activated, standby dialog confirmed and standby. Successful pre-use check was performed prior use. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. There is a ¿tap and hold¿ function before entering standby mode and this eliminates any unintentional pressing of the button on the screen. First the user tap standby in the quick menu, thereafter tap and hold stop ventilation for approximately 5 seconds to stop ventilation. Then posts for a normal standby; standby button activated, standby dialog confirmed and standby are logged in the event log. This is an indication that the setting of the ventilator to the standby mode was intentional. When the ventilator is set to standby, the indication ¿standby, patient not ventilated¿ is clearly visible on the screen and no waveforms or measured values are presented. There was no ventilator malfunction during the time of the incident. Our conclusion is that the ventilator did not set itself to standby mode. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).